Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2010, 1156t, lead, implanted: (B)(6) 2010, 4592-45, lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced chronic low p-waves and possible loss of atrial capture. No intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.